Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/24/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: investigation revealed that the pump¿s display screen was dim and discolored. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).